Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie was defective. The technical support specialist remotely accessed the system, logged in, and activated an alternative cubie, subsequently verifying that the customer was able to issue medication from that alternative cubie. The system functioned as intended after the technical support specialis troubleshooted the device.

Event description:
It was reported when using the pyxis medbank tower, cubie was not accessible during the attempt to dispense medication for the patient. The customer reported that the error took place while the medication was being dispensed to the patient, and the customer subsequently activated medication from a different cubie. There were no adverse events or injuries reported based on this incident.